Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed an error indicating that device was detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable was oxidized, and the row a board was non-functional, which caused the pockets to go unrecognized. A field service engineer performed troubleshooting and identified oxidation on the row board cable. The fse reseated the cable connections and resumed testing, isolating the problem to row a. The fse replaced row a board, and reseated bus and row board cables on auxiliary drawer 2.2 to resolve. The repair was verified using the hardware test application (hta), and the customer successfully recovered the drawer and tested functionality through the application. The system functioned as intended after the field service engineer repaired the device